Event description:
Information received from the field notes that while the patient was in recovery post implant, lead impedance was >2500 ohms. Loss of atrial and ventricular capture and sensing was also observed. The patient was returned to surgery the next day. Normal pacemaker operation ensued after tightening the setscrews.